Manufacturer narrative:
Plant investigation: two actual samples of the product 050-95018 was returned to the manufacturer for evaluation and the reported problem was not confirmed. A visual inspection was performed to the actual sample and no crack or damage was found. A dimensional inspection was performed to three companion samples using a digital caliper. The dimensional inspection was performed with acceptable results. A simulated use test was performed to two companion samples. During the test there were no leaks or disconnection of the apd adapter were noticed. The simulated test was completed successfully. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the reported event of peritonitis. Based on the provided information there is a possibility of a causal relationship between the patient¿s diagnosis of peritonitis and the leak from the safe lock apd luer lock connector. However, the connector has not been returned for investigation therefore the alleged leak cannot be confirmed. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak from their apd luer lock connector during peritoneal dialysis therapy. It was not specified during which phase of therapy the leak began. It was further described that the leak occurred due to the apd luer lock connector disconnecting from the supply bag (baxter extraneal icodextrin). There were no alarms reported. There was no report of any damage to the connector or the patient¿s supply bag. Following the leak, it was discovered that the patient was hospitalized for unknown signs and symptoms and subsequently diagnosed with peritonitis three days after the reported leak occurred. The peritoneal dialysis effluent culture results were negative for growth, but the patient¿s white blood cell (wbc) count included 562 (unspecified units) nucleated cells with 70% neutrophils. Additionally it was reported that the patient also had a computed tomography (CT) scan which showed peritonitis. It is unknown if the patient was treated with antibiotics for the peritonitis. The patient was discharged from the hospital on (B)(6) 2017 and continues peritoneal dialysis therapy with no reported issues. Although the patient¿s apd luer lock connector was reported to be available for return, it has not yet been received for evaluation. Additional information was requested but was unavailable.